Event description:
As reported, a 5f mynxcontrol vascular closure device (vcd) sealant cartridge was cracked during prep. A new device was opened for hemostasis. There was no reported patient injury. The device was used in an interventional procedure using a retrograde approach. The deployer was certified in the use of the mynx device. The vcd was used with a 5f non-cordis sheath. The device was stored and prepped per the instructions for use (IFU). The device is being returned for evaluation. Addendum: product evaluation showed the sealant was found exposed from the sealant sleeves.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) sealant cartridge was cracked during prep. A new device was opened for hemostasis. There was no reported patient injury. The device was used in an interventional procedure using a retrograde approach. The deployer was certified in the use of the mynx device. The vcd was used with a 5f non-cordis sheath. The device was stored and prepped per the instructions for use (IFU). A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was received connected to the device and the procedural sheath was not received for evaluation. The stopcock was observed opened, and the balloon was found fully deflated. Additionally, the sealant was found exposed from the sealant sleeves, which were observed to have been severely kinked/bent outward as received; however, no cracks were observed on it. No damages were found with the atraumatic wire distal tip. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. Per microscopic analysis, visual inspection at high magnification showed that the sealant was found exposed from the sealant sleeves due to the severely kinked/bent outward condition as received with no cracks observed on it. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not confirmed through analysis of the returned device; however, a severely kinked/bent condition of the sleeves was noted. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, prepping/handling factors possibly contributed to the kinked condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.